Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they started to feel that their stimulator was not working the way it should be. The patient said that an manufacturing representative (rep) visited patient after the procedure (patient not clear what procedure). The patient said that last week they had an urge to go to the bathroom and were doinga crisscross walk. The patient said they felt they would urinate on themselves. The patient stated they didn't drink much water, but then they were going to the bathroom a lot. The patient said, "it must be the battery". The patient had been going to the bathroom frequently. The agent had the patient deactivate MRI mode and turn their therapy on. The patient said that they felt a bolt and discomfort on the implanted site. The patient said about 3 years ago, every once in a while, when they are sitting, they felt a volt at the implanted site. The patient said that they had to put cushion on their seat for them not to feel it. The patient stated that every once in a while, they start massaging the implant. The patient requested for a rep. The agent advised the patient to monitor symptoms and if there were no changes to contact their hcp. The agent email the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. To clarify the device not working the way they thought it should, they said that there was a stimulation not needed the device so it was set to level b stimulation at 3 as advised by the nurse. After speaking with the manufacturer they called the nurse and all was resolved as stated above. When asked about the steps taken to resolve the issue they just indicated that they did a battery and device check and it was still working. They indicated that the issue was not resolved, but no further action would be taken however, they would still in touch with the primary care doctor for it had been 5 years already about if a follow up was required with the urology department, which they already planned to do after seeing their primary care doctor.